Event description:
The device was connected to the pt through a 4-wire pt electrocardiogram cable. Reportedly, when an attempt was made to monitor the pt, the device inappropriately prompted electrocardiogram leads off, and the pt electrocardiogram was displayed as a flatline trace.